Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient who underwent primary breast augmentation surgery with two unknown saline breast implants experienced hair loss, weight gain (20 lbs in 1 month), deteriorated eye site, red dry eyes, swollen ankles, stiff puffy hands and fingers, inflammation, pain in arm and back, tightness in bones, ectopic pregnancy, ruptured fallopian, heart palpitations, poor immune system, fatigue, tightness in joints, tightness in neck, metallic taste in mouth, awful body odor, itchy skin around gentiles and dry hair post procedure. Mentioned complications have not been confirmed by a physician. As a result, patient had an explantation on (B)(6) 2019. This medwatch form is for the right breast prosthesis. See 1645337-2019-18492 for contralateral prosthesis report.